Event description:
Pt sitting next to machine and heard a popping noise. Then the pt's nurse and pt smelled an eleectrical burning smell. Chief tech notified and turned machine off and unplugged it. Pt's blood returned without difficulty and dialysis resumed on spare machine. Problem machine removed from floor and notified immediately.